Event description:
It was reported that a malfunction occurred on the pump. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Customer received guidance from technical support to reset the pump, successfully performed the reset, and was instructed to continue using the pump while monitoring for any recurring issues.